Manufacturer narrative:
Product complaint: (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: b3 corrected h6 health effect - impact codes. Additional b2, h1. Additional information was requested, and the following was obtained: please confirm whether the first needle broke into several pieces or detached entirely from the suture. The needle itself broke into several pieces. What is the procedure name/date? Robotic hysterectomy, (B)(6) 2026. Which anatomical area was being sutured when the needle became retained within the patient? Surgeon was closing the vaginal cuff. Were x-rays taken to locate the needle fragment(s)? Yes. What measures were taken to retrieve the broken fragment? Surgeon converted the case to open. In which tissue structure was the broken needle retained? Is there a plan to remove the fragment in the future? Subcutaneous tissue, it was removed. An adverse impact on the patient was reported. Please provide the patient's most current status and the treatment(s) provided. N/a. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure. The diagnosis and indication for the index surgical procedure? Were any concomitant procedures performed? What was the tissue condition (normal, thin, calcified, fragile, diseased)? For the original intended closure, how were all layers closed? How was the suture placed (interrupted or continuous)? How was the suture originally tied (multiple knots, square knot, etc.)? Please describe any medical/surgical intervention required for this suture event including dates and results. Did the operating surgeon observe any suture deficiency or anomaly before or during use? What instruments were used to grasp the needle? Where was the needle grasped during use? Were x-rays performed to localize the needle fragment? Other relevant patient history/concomitant medications? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status?

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. It was reported to the dl by the healthcare professional that surgeon using in robotic case and needle broke off. Found it and retrieved. Opened a new one and it broke in half. Second time needle couldn't be found. Same lot number. There is adverse impact on patient/user reported. Device is not available for return. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 5/21/2026. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: * please confirm whether the first needle broke into several pieces or detached entirely from the suture. * what is the procedure name/date? * which anatomical area was being sutured when the needle became retained within the patient? * were x-rays taken to locate the needle fragment(s)? * what measures were taken to retrieve the broken fragment? * in which tissue structure was the broken needle retained? Is there a plan to remove the fragment in the future? * an adverse impact on the patient was reported. Please provide the patient¿s most current status and the treatment(s) provided. * please provide the source or name of person providing answers to follow-up questions. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.